Manufacturer narrative:
A photograph was provided indicating the reported tear as marked by the customer. The area indicated with the tear included a portion of the pharmacy label on the face of the large chamber of the bag. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that a single unit of an exactamix dual chamber bag was found to be leaking via a tear. The leak was identified prior to use at a patient's home. There was no report of patient injury or medical intervention as a result of this event. No additional information is available.